Manufacturer narrative:
This report is being supplemented to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "loose tip" malfunctions would likely be related to third-party repair during which a third-party adhesive was used. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the ceramic tips on several of his olympus resection sheaths were breaking during procedure preparation. Specific details regarding these events were requested, but no answers have been provided at this time. There was no patient harm reported as a result of these events. This report is related to reports with patient identifiers (B)(6).

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was partially confirmed. The tip was loose. Additionally, the original label could not be read due to a 3rd party imprint on the label. If additional information becomes available following the device evaluation, a supplemental report will be filed.